Event description:
A discrepancy in the displayed and actual time on the pump was reported by the customer, with the difference being greater than five minutes. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer in updating the pump time and advised monitoring for any recurring time discrepancies, which the customer understood and acknowledged.